Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient lost 80 lbs. And as a result was experiencing pain at the ipg site. Surgical intervention took place on (B)(6) 2024 where the ipg was repositioned and moved up about 6 inches to address the issue. Effective stimulation was restored.